Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). During the injection of onyx, it was reported that the marathon catheter separated without any onyx reflux.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00352.

Manufacturer narrative:
(B)(4)